Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a eds drainage system was replaced due to broken screw resulting the system to fall. Csf leakage was observed at thread screw.

Manufacturer narrative:
The eds drainage system was returned for evaluation: DHR - conformed to the specifications when released to stock failure analysis - eds was visually inspected, no defects were noted. The eds was set up per IFU. The eds was filled with di water, the drip chamber stop cock was opened, the water flowed into the collection bag no leakage was noted. The current quality inspection for these assemblies is established to 100% test for leaks and blockage. No root cause could be determined as the technician could not confirm any leakage with the eds at the time of investigation. The possible root cause of the problem reported by the customer is probably due to users error it is possible that the collection bag was not correctly connect this causing a leakage and the bag to full off.